Manufacturer narrative:
Event date is estimated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the therapy worked great at first and then stopped helping sometime in march. Patient said was initially on program 1, saw the local representative sometime in march for reprogramming. And was switched to program 2. Patient said was told not to increase the intensity, that it won't do anything, just to switch programs. Patient said that now the urgency and frequency is really bad. Patient said that they couldn't find the external components for a while due to a move and now requested assistance. With instruction, patient connected to implant and switched to program 3 and initial setting was 0.1. Patient did increase to 0.5 and feels a light fluttering. Reviewed therapy information and general programming guidance. Patient to monitor and track results, switch programs as directed by rep, and then provide update to doctor's office and rep if doesn't notice any improvement after trying each of the programs without making any increases in the intensity. Additional information was received from the patient. They reported that their first device was a failure. The caller reports that they went to another doctor in the same group as their managing doctor, and they performed an ultrasound and said the implant was placed correctly. Then they went to another doctor who performed an ultrasound and did not likethe way that it was placed and then replaced the system. The caller added that there was nothing wrong with the equipment, the issue was with how it was implanted.